Event description:
It was reported that approximately 148 months after a right total knee replacement procedure, the patient underwent a revision procedure to address knee pain and suspicion due to the previous tga notifications and ongoing issue with the knee inserts. As tga report (B)(4) stated "the patient was revised due to poly wear." The surgeon decided to remove all implants and replace with a competitor's revision knee system. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Section d10: concomitant devices: three peg patella, 38mm (cat# 200-02-38 / serial# (B)(6)); cemented finned tray 5f/5t (cat# 200-04-55 / serial# (B)(6)); cr porous femoral size 5, right (cat# 232-03-05 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear over the course of 12 years of implantation or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. *the following sections have corrected information: (h6) type of investigation, investigation findings, investigation conclusion.